Manufacturer narrative:
Sus voluntary even report was received. Medwatch: (B)(4).

Event description:
It was reported via the food and drug association (FDA) medwatch program that the right ventricular (rv) lead was under-sensing and sensing noise. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.